Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Visual inspection demonstrated a deformed fixation helix. Deforming the fixation helix requires the presence of mechanical stress. Traction forces during the surgery should be taken into consideration. Further inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Furthermore the lead body was found squeezed and deformed which resulted most likely from the use of medical instruments during the explantation procedure. The insulation was slightly damaged in this area. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - boston scientific received information that during a routine follow, high out of range impedance measurements were exhibited with this lead. As a result, the physician elected to surgically intervene and reposition the lead; however, during intervention the lead's helix was unable to function as desired and resulted in lead removal. Another lead was implanted and the explanted lead is expected to be returned for analysis. No adverse patient effects were reported. Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.